Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to a stroke but they believe it was due to diabetes. The customer had blood glucose of 59 mg/dl at the time of the incident on (B)(6) 2018. The customer was given food and glucose tablets to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also reported a battery out limit alarm. The insulin pump will not be returned for analysis.